Event description:
It was reported that during a pancreatectomy procedure, the jaws were sticking and it was hard to pull them apart. No further information is available on how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary. The analysis results found that the device was returned in good physical condition. The clamp function as intended, opened and closed properly. The device was tested with a generator and was functional .